Manufacturer narrative:
Follow-up # 1 (08/14/2013)-product evaluation: the analysis of the subject meter was completed on 08/08/2013 by lifescan product analysis with the following findings: the reported complaint could not be reproduced. The meter met specifications for testing. No issues were identified during investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verioiq meter powered off during use. The complaint was classified based on the customer service representative (csr) documentation, since the patient was unable to be reached by phone for additional information. The patient reported that the alleged meter issue occurred 6 months prior to contacting lfs. The patient reported when the subject meter was powered back on after it had powered off it reverted to the setup mode. The patient stated that he confirmed the meter settings and attempted to re-test; however, the meter powered off again. The patient reported that a few minutes later he developed symptoms of "dizzy and shaky". The patient claimed he then tested with a friend's onetouch ultramini meter and obtained a reading of "57 mmol/l (1026 mg/dl)", reportedly took a "glucose tablet" and was then taken to the hospital by his friend. The patient reported that in the hospital he was placed on an IV drip and was treated with an insulin injection and kept overnight for observation. Prior to the onset of symptoms it is not known when the patient had last tested his blood glucose with the subject meter. It is also not known what blood glucose values had been obtaining with the subject meter previous to when the alleged power issue occurred. Replacement product was sent to the patient. Although the patient was reportedly treated for hyperglycemia by an hcp, there is no indication that the alleged meter issue caused and/or contributed to the patient¿s serious injury. Given the short time between the onset of the alleged issue and the reported symptoms, the patient likely felt symptomatic prior to or when the issue began. Therefore the alleged meter issue did not contribute to the patient's symptoms. In addition, based on the information provided there is no indication there was delay in treatment. However, this complaint is being reported as a malfunction because the alleged power issue remained unresolved at the time of troubleshooting.